Event description:
The facility representative reported depleted batteries during biomed testing. Details were not available regarding additional contact information. The hospital representative stated there were no reports of patient injury or medical intervention.